Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the physician informed that he has attempted to reset this patients pump twice. The first time he thought he was able to get it to inflate and the second time he could not get it to inflate. It is a hard pump that the physician believes is defective. The patient has not been scheduled for a revision surgery.